Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose. Reportedly, customer reverted to an alternate method for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
Remove (B)(4), add (B)(4).

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence with multiple cartridges. Reportedly, the cartridge alarm resulted in an elevated blood glucose (bg) level of approximately 500 mg/dl, resulting in the customer being hospitalized. While at the hospital, the customer was treated with an insulin drip and an injection to prevent blood clots. The customer was released from the hospital on (B)(6)2019 with the issue resolved and no permanent damage.